Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported death could not be conclusively determined.

Event description:
It was reported that the patient had expired due to unknown causes. The physician does not believe the patient's death is device related. Information regarding the event was requested but not received.